Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with suspected pocket infection, a part of the device was exposed. It is suspected that this happened due to skin compression because of the device as less subcutaneous fat in the chest. The implantable pulse generator (ipg) system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.